Manufacturer narrative:
Age at time of event: (B)(6). Device evaluated by manufacturer: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous transluminal angoigraphy procedure a balloon rupture occurred. The 99% stenosed target lesion was located in the severely tortuous and severely calcified left superficial femoral artery (sfa). A 2mmx20mmx143cm sterling balloon catheter was advanced to the lesion and was inflated twice at 6atms for 120 seconds. When the balloon was inflated a third time at 3atms for 10 seconds the balloon ruptured. The device was successfully removed from the patient and the procedure was completed with another of the same device. No patient complications were reported and the patient¿s current condition is good.